Event description:
It was reported the pt's ipg has moved from its original location due to weight loss. In turn, the pt's ipg is causing rib and abdominal discomfort due to it being closer to the pt's rib. The nurse practitioner believes the discomfort is caused by the ipg rubbing along a nerve. The pt will discuss the next course of action with her surgeon.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.